Event description:
Reported via watchman patient call center. It was reported a cerebral vascular accident and patient death occurred. A left atrial appendage (laa) closure procedure was performed, and a 31mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient was discharged. The patient's wife reported that on (B)(6) 2025, the patient had a massive cerebral vascular accident (cva) with a brain bleed. The patient died on (B)(6) 2025. A good faith effort was made to the bsc territory manager who contacted the implanting hospital for more information. The watchman coordinator from the implanting hospital stated that this patient went to an outside hospital for treatment. The patient was reported to have had systolic blood pressure greater than 200mmhg with a hemorrhagic stroke and expired. The patient was on dual anti platelet therapy (dapt) medication only. The patient had not yet had the protocol 45-day transesophageal echocardiogram (tee) completed yet. No other information was available.